Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 . Corrected: b3. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control cannot be verified because of the condition of the returned product. A definitive root cause cannot be determined. Visual examination of the returned product confirmed the presence of a hair-like fiber between the inner and outer cavities. However, the product was returned with the outer tyvek lid peeled off. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that hair was discovered within sterile barriers upon opening the implant box. Attempts to obtain additional information have been made; however, no more is available.